Event description:
It was reported that the PICC was inserted into pt on (B)(6) 2013, the process went smoothly. On the morning of (B)(6), which the pt wake up, she found the connector was missing, x-ray check shows the rest of the catheter was inside the upper arm. Considering the safety of pt, nurse called doctors in vascular surgery department for help and they finally pulled out of the catheter and changed another set of PICC.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for eval. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.